Manufacturer narrative:
Based on the limited information provided, by the patient's attorney we are unable to determine to what extent, if any, the bard/davol ventralex st device may have caused or contributed to the events as alleged by the patients attorney. The patient's attorney did not allege a specific device failure and no medical records have been provided. Adhesions are a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Information provided indicates the implant of a bard/davol ventralight st mesh there has been no allegation of an adverse event associated with that device. Should additional information be provided, a supplemental emdr will be submitted the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The patient's attorney alleged: on (B)(6) 2013 the patient underwent repair of an incisional hernia. A bard/davol ventralex st mesh patch was implanted in the patient during this repair. On (B)(6) 2014 - the patient underwent surgery to explant the failed bard/davol ventralex st mesh. The surgeon noted "finding of significant intra-abdominal adhesion formation with necessitated a greater than 45 minute laparoscopic lysis of adhesions in addition to the necessity of the laparoscopic removal of already indwelling synthetic mesh." The patient was implanted with a bard/davol ventralight st mesh. As alleged, the patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability and impairment due to the alleged defective "bard/davol ventralex st mesh."

Manufacturer narrative:
Based on the limited information provided, by the patient's attorney we are unable to determine to what extent, if any, the bard/davol ventralex st device may have caused or contributed to the events as alleged by the patients attorney. The patient's attorney did not allege a specific device failure and no medical records have been provided. Adhesions are a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Information provided indicates the implant of a bard/davol ventralight st mesh there has been no allegation of an adverse event associated with that device. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 6 months post implant of ventralex st, patient was diagnosed with hernia recurrence and adhesions thereby underwent removal of mesh. The adverse reaction section of the instructions-for-use, supplied with the device list hernia recurrence as a possible complication. Review of manufacturing records confirms product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The patient's attorney alleged. (B)(6) 2013 the patient underwent repair of an incisional hernia. A bard/davol ventralex st mesh patch was implanted in the patient during this repair. (B)(6) 2014 - the patient underwent surgery to explant the failed bard/davol ventralex st mesh. The surgeon noted "finding of significant intra-abdominal adhesion formation with necessitated a greater than 45 minute laparoscopic lysis of adhesions in addition to the necessity of the laparoscopic removal of already indwelling synthetic mesh." The patient was implanted with a bard/davol ventralight st mesh. As alleged, the patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability and impairment due to the alleged defective "bard/davol ventralex st mesh." Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of ventralex st (device #1). Per operative notes, ¿hernia sac was found to contain omentum and sac was resected. The edges of the hernia defect were cleared off and a ventralex st mesh was selected, placed beneath the fascia and secured using sutures.¿ (B)(6) 2014 - patient was diagnosed with recurrent incarcerated incisional ventral hernia thereby underwent laparoscopic repair with the implant of ventralight st using echo ps (device #2) and removal of ventralex st (device #1). Per operative notes, ¿there were a significant and dense intraabdominal adhesion as well as amount of omentum within a recurrent ventral hernia with ventralex st residing at the anterior abdominal wall. Lysis of adhesions were carried out. Once ventralex st was removed, selected a piece of ventralight st mesh utilizing the echo delivery system was then rolled up into the abdomen and secured with sorbafix fixation.¿ attorney alleged that the patient had adhesions, bowel obstruction, bowel perforation, infection, mesh migration, pain & suffering, chronic pain, numbness and sensitivity near surgery site.